Event description:
A (B)(6) male with the preexisting abdominal aortic aneurism due to significant type 1b endoleak (1820334-2014-00322) from existing aaa graft which was implanted in 2012 was having evar procedure. The endoleak had occurred due to progressive aneurysmal disease with dilation of the right cia the physician elected to come from the arm to embolize the r) iia and had to snare the wire using the indy snare. As the physician snared the wire and withdrew the snare, there appeared to be resistance and instead of stopping, the physician pulled quite hard and the looped snare became detached from the indy device (1820334-2014-00314). The physician tried unsuccessfully to snare the insitu nitinol loops of the indy snare before electing to leave this insitu; pushing it against the wall of the artery with a zenith iliac leg graft; which was utilized to occlude the endoleak. This was completed successfully and the final run was good demonstrating that the aneurysmal sac was no longer filing. Cook medical sales rep follow up with the physician in the morning, patient was recovering well and the physician was happy with the outcome. The physician advised the cook rep that she did not feel it was necessary to report this occurrence and was happy for cook medical to make a note of the occurrence for their records.

Manufacturer narrative:
Date of event: prior to (B)(6) 2014. Lot - unknown as not provided by reporter. Expiration - unknown as lot is unknown. (B)(4).